Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice did not alarm when air was present. The home patient (hp) stated they could not drain with manuals and did not see anything but air in the patient line during fill 2. The technical service representative advised the hp to remove the pro card. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external visual inspection was performed with no issues found. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A simulated therapy was performed and passed. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The reported issue was not verified. The direct cause for the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.